Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to correct information provided on the initial report. The following sections were updated and/or corrected: d4, d10, g4, g7, h2, h3, h4, h6, h10. The device was returned to an olympus service center for evaluation. The issue was found to have been caused by a faulty power switch. A design change was initiated for the power switch to make it more durable after this device was manufactured (november 2013) to help with this issue. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, the probable cause of the reported issue was due to the power switch failure.

Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that the power switch of the subject device had failure during the unspecified timing. During the incoming inspection for repair at olympus (B)(4) (oekg), it was found that the reported phenomenon could be duplicated and the power of the subject device could not be turned on. There was no report of patient injury associated with this event.